Manufacturer narrative:
(B)(4). Account reported patient had a grade 3 cataract with 2-3+ with nuclear sclerosis, arcus senilis and 2+ punctuate epithelial erosions prior to procedure. They report that there was no suction loss during the procedure and that anterior capsulotomy was completed 100%. No vitrectomy was done. Phaco tool was used during cataract extraction. Patient required a 10-0 nylon suture to temperal laser incision and a bandage contact lens was placed. Account reported that corneal scoring was noticed prior to capsulotomy removal. At post op a suture was noted at 3¿oclock the patient was negative for seidel test and had posterior vitreous detachment. The physician¿s opinion is that the catalyst caused or contributed to the injury and the comment as to why the physician thinks the injury was caused by the catalyst is anterior cornea scoring occurred.

Manufacturer narrative:
Correction: mfg date acquired. Additional information: an analysis of the system database and the system optical coherence tomography (oct) recording was completed. A review of the system database included video images only as there was no surgical video available for this case. From the analysis of the system database and the system oct recording it was determined that all settings and parameters of the system were found to be within acceptable limits. The video images indicated the absence of, or minimal, eye movement during the laser treatment. The catalys system performed as designed; however, the cause of the anterior cornea cut is unknown. No other issues of a similar nature have occurred with this equipment at the site. A review of the complaint trend does not show any significant change over historical averages. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a patient experienced a cut on the anterior cornea. Further information has been requested, but no more information is available.

Manufacturer narrative:
Patient information not provided the clinic is reporting this adverse event only and did not request or require field service or clinical support. Mfg date not available at the time of this report. All pertinent information available to abbott medical optics has been submitted. Placeholder.